Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system began experiencing issues where the screen of the camera cart was extremely blurry. It was noted that this occured just after the previous occurrence, documented in a different case, was resolved by replacing the monitor. The part return analysis for that case cited a monitor fault. A manufacturer representative (rep) re-seated both displayport (dp) and camera cart monitor power cables. After rebooting, the system was functioning as intended. There was no patient involvement.

Manufacturer narrative:
H3, h6: no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735842, product ID: 9735857. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.